Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Event description:
I need to open a new complaint for a pump that has malfunctioned in a hepatic artery infusion patient. I just received notice that the pump was replaced today. Pump #(B)(4) implanted (B)(6) 2015 in (B)(4). When they did an arterial study the pump was placed correctly however the pump did not deliver any of the drug in the reservoir. 2/22/116 per rep no adverse consequences.